Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity, during a pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.